Manufacturer narrative:
Zimmer biomet complaint number (B)(4). UDI # (B)(4).

Event description:
It was reported that during a follow up appointment after implantation, surgeon found infection in implanted area. Implant was removed the same day. Tooth # was not provided.

Event description:
No additional information.

Manufacturer narrative:
This report is being submitted to report additional information.

Manufacturer narrative:
The following sections have been updated: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
No further event information available at this time.